Event description:
It was reported that during a spine procedure, the tracker would not initialize. An alternate tracker was not available, as a result, navigation was aborted and the procedure was completed by traditional methods. No adverse consequence was associated with the device.

Manufacturer narrative:
It is not possible to determine the cause of the event without an evaluation of the device. Additional information will be submitted if the device is received and the quality investigation is completed.